Manufacturer narrative:
Visual analysis was performed on the returned device. The unspecified device issue was observed as suture retrieval issue anterior needle to cuff miss/detachment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date.

Event description:
A prostyle device was received at abbott vascular on (B)(6) 2025. The device appeared to have a deployment issue. There was no information reported regarding this device; therefore, the method used to achieve hemostasis is unknown. No additional information was provided.